Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), batch: 7073807, UDI: (B)(4).

Event description:
It was reported that the patient encountered an error message on the remote control for the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were disposed by the facility.